Event description:
An edwards aortic bioprosthetic valve has been diagnosed as stenotic eight (8) years after implant. Patient is being assessed for inclusion in clinical trial to receive an implant of an edwards transcatheter aortic bioprosthetic valve within the valve. Patient intervention is pending.

Event description:
Update: patient was treated with implant of an edwards transcatheter aortic bioprosthetic valve within the existing valve. Patient is reported as stable.

Manufacturer narrative:
Stenosis. Additional manufacturer narrative - report of edwards aortic bioprosthetic valve stenosis eight years after implant; patient to be treated via implantation of a transcatheter heart valve (tavr). Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration is the most common reason for bioprosthesis failure and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. This patient's medical history included hepatitis c and hyperlipidemia which may have contributed to the deterioration of this device. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. Additional information will be reported if received.

Manufacturer narrative:
Patient has been treated via tavr and is reported in stable condition.